Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is currently in the hospital for pd related peritonitis and catheter issues. The patient may be moving to hemodialysis (hd). Additional information was provided through follow-up with the patient¿s pdrn. The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were provided. The pd culture was positive for gram-negative bacterium (no organism documented). No information pertaining to the antibiotic therapy was available. The patient¿s pd catheter was working fine prior to the hospitalization. The patient has had the pd catheter pulled. The patient has transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis event is unknown. The reported event is related to the use of a pd catheter (non-fresenius product). The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".